Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The evaluation found defective printed circuit boards. In addition, the following defects were found the screws and washer missing. The front panel damaged, the top cover paint peeled off. Dents and scratches at the housing cover, a missing volume knob, damaged sockets. Furthermore, an error 184 (e184) was observed due to motherboard and relay board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to high voltage power supply (hvps) and the generator board is defective. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the hf unit "esg-400" was restarting with the e433 error noted. The issue was found during preparation for use. There were no reports of patient harm.